Event description:
It was reported, the broncho-videoscope displayed error b30 (scope communication error). The issue occurred during preparation for use for a therapeutic bedside percutaneous tracheostomy procedure. The customer was advised to wipe down the electrical contacts with isopropyl alcohol, but they were unable to white balance the scope. Testing the scope with another tower yielded no change in results. It was advised to send the scope in for repairs. The procedure was completed with a similar device, and there were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found b30 (scope communication error). Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message b30 was displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.